Manufacturer narrative:
The device history record for the reported lot number, m18038l603, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 06-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the fourth of four reports. Refer to 8030647-2018-00528 for the first event. Refer to 8030647-2018-00529 for the second event. Refer to 8030647-2018-00530 for the third event. It was reported the connection between dual swivel elbow (dse) and endotracheal tube carbon dioxide (etco2) sensor loosened and came off the suction catheter during suctioning. The suction catheter and flex connector were replaced immediately. There was no reported patient injury.